Event description:
The company was informed that the patient experienced pain at the implant site. The patient was prescribed percutalgine. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.